Event description:
A malfunction was reported with a momentary power loss to the vibrator motor, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information, assisted the caller in resetting the pump, and instructed the caller to continue using the pump and to call back if the malfunction code reappeared. The caller acknowledged and understood these instructions.